Manufacturer narrative:
The manufacturer previously reported an allegation related to the device's sound abate foam. The end user indicated ozone or other unapproved cleaning and disinfection method was used. This action was reported to FDA per 21 cf1 part 806. The device will be corrected per res 88058

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging using of ozone or other unapproved cleaning method and disinfection method and also alleged having eye and breathing issue was used related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report. Section d4 unique identifier (UDI) has been corrected in this report.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging using of ozone or other unapproved cleaning method and disinfection method and also alleged black soot inside the water chamber, having eye and breathing issue and oil glands are blocked related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and observed an unknown dust contaminant on the rear panel, bottom enclosure, blower, blower seal, and blower box. Pil was able to confirm the presence of degraded sound abatement foam residue in the blower box. The device's downloaded event log was reviewed by the manufacturer and found 2 errors were logged. Section a1 and d4 were corrected and section h6 was updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.